Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was not displayed. The user replaced the subject device with another device and completed the intended procedure. The subject device was used with a camera head (ch-s400-xz-ea) and a xenon light source (clv-s400). The field service engineer visited the user facility and confirmed the reported phenomenon. There was no report of patient injury associated with the event.